Event description:
Mietton, c., gautheron, v., dohin, b., nuti, c., fernandez, b., poirot, I. Use of baclofen pump in the cerebral palsy of child: national survey of practice. Annals of physical and rehabilitation medicine 56s (2013) e394¿e406 doi: /10.1016/j.rehab.2013.07.1034. Summary: the aim of this study was to shed a light on the current use of intrathecal baclofen delivered by pump infusion in france for cerebral palsy in children in order to standardize practice in that specific indication. Reported events: 1. Early complications were observed in 16 cases after pump implantation. 2. Late complications were observed in two cases and consisted of catheter migration.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).